Manufacturer narrative:
Section b3, h4: corrected data. Section b5, b6: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported patient had gastrointestinal bleeding and was admitted on (B)(6) 2020 in the hospital. Patient underwent an esophagogastroduodenoscopy (egd) test. Patient was treated with protonix (pantoprazole) 40mg orally twice a day, and sucralfate tablets 1 gram orally four times a day.

Manufacturer narrative:
The date of event is estimated. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by vad coordinator that patient had a previous gastrointestinal bleed and anticoagulation was put on hold.